Manufacturer narrative:
Evaluation summary: the used complaint cartridge was not returned. Two opened and four unopened cartridge cartons were returned for this lot# reported. There were seventy-nine sample returned. Eight samples were randomly pulled from the seventy-nine unopened cartridge samples returned for this lot#. The eight cartridges were microscopically examined and no damage or abnormalities were observed. The cartridges were functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The cartridge product history records were reviewed documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. A non-qualified iol was also indicated. The root cause for the reported damage may be related to a failure to follow the directions for use. It was indicated the damage is observed when using the lens model reported. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported "I originally thought only 2 doctors were having the cracking issue, but now I hear that several are. It just isn't as big an issue with them." The technician are using plenty of viscoelastic and it is not always the same injector handpiece. There have been 3 other medical device reports previously submitted for cracking cartridge reported by this reporter under mfg report num 1119421-2020-01987, 1119421-2020-01974 and 1119421-2020-02014 associated with the original report of two doctors having issues. There are two medical device reports associated with this latest information of several cases. This report is for one of two lot numbers reported that are associated with multiple unspecified number of cracking cartridges for multiple surgeons.